Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 417 mg/dl and low blood glucose 38 mg/dl. Customer stated that customer¿s blood glucose dropped to 38 mg/dl, after drinking full can of coke and taking glucose tablet blood glucose was 128 mg/dl, in the morning blood glucose was raised to 417 mg/dl and after 2-hour blood glucose was 376 mg/dl. Customer mentioned that they are on an antibiotic for a urinary tract infection. Insulin pump will not be return for analysis.